Event description:
Pump programmed to deliver kcl at 2.75 ml/hr. Delivered entire dose in approximately 15 minutes. Thought this was a fluke. Checked patient's k: within normal limits, and no arrhythmias. Next dose given and again, thoroughly double checked. Delivered dose in approximately 15 minutes instead of an hour. Programming checked and appears to be appropriate. Pump says 0.5 ml delivered for tvd (total volume delivered). Dose double checked prior to delivery, as well as volume in syringe.